Event description:
Attempts at placement of a primary stents (sci-med express 2 otw 1.75+16mm) were made. The stent could not be pressed into the proximal portion of the vessel beyond inch. After numerous attempts at passing the stent, it was decided to halt the procedure + the balloon was withdrawn. On examination, this revealed absence of the stent. The guider was examined throughout its full length, not revealing a stent device. It is presumed that the stent became free floating.